Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device dwell three of five. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) instructed to cycle the power on the hc in order to clear the alarm. The tsr had the hp review the alarm log where they noted the presence of the se 2240. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The tsr explained to the hp that they were able to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.